Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed; no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the surgeon that the consumer was hospitalized in clinic for four days, this hospitalization was occurred on reference of suspicion of therapy-refractory keratitis which is particularly associated with a contact lens fungal keratitis for diagnosis and intensive therapy. Consumer was diagnosed with a fungal keratitis with an early sign of secondary anterior stromal scarring in the central cornea was detected in the clinical findings. Consumer was treated with moxifloxacin hydrochloride, tobramycin/dexamethasone, prednisolone acetate, ultracortenolol with an unspecified therapy details, valaciclovir three times per day, ceftazidim-ofloxacin and voriconazole hourly at night for three days, then it was changed to hourly during the day and two times at night for ceftazidim-ofloxacin and voriconazole for five days, and lastly it was changed to every two hours during the day for ceftazidim-ofloxacin which is ongoing. Consumer was discharged from the hospital in stable condition with treatment medications. Additional information has been requested but not yet available. The current status of consumer's eye was symptoms improving at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).